Event description:
It was reported while using bd bactec¿ mgit¿ 960 instrument, there was a false negative result. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the customer reported the test result was negative but acid-fast bacteria was found in the tube. Through remote assistance, it was reported that the instrument was operating normally and it appears the issue was with the bacteria and not the instrument. The case was closed. The root cause cannot be determined. There was no malfunction of the instrument reported and as such this is an unconfirmed complaint. Review of the device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. Bd quality will continue to closely monitor for trends associated with results related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.